Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that while attempting to reposition a left ventricular (lv) lead ((B)(4)) during a implant procedure, the physician perforated the patient. The decision was made not to implant this left ventricular (lv) lead ((B)(4)) and the lead was surgically abandoned. The procedure was stopped and the patient was admitted to the hospital to be monitored. A second procedure was performed and two left ventricular (lv) leads were successfully implanted. Only one of the lv leads ((B)(4)) is currently functioning while the other lv lead ((B)(4)) is not in service. The procedure was completed and no adverse patient effects were reported.